Manufacturer narrative:
Further information (incl. Patient data) has been requested and the investigation is ongoing. The case occurred in the same hospital as case #: (B)(4). A supplemental emdr will be sent when the investigation is completed. Device at customer site.

Event description:
It has been reported that there was an arterial blood pressure difference between pulsioflex and patient monitor (philips mp70). The pulsioflex which is in number 6 or room occurred about 7~10mmhg ( higher than a patient monitor) difference. After changing the proaqt sensor cable, the difference increased to 15mmhg. The ap was patient monitor 110/64(79) and pulsioflex 118/63(81) and after changing a proaqt sensor cable, patient monitor 109/63(78) and pulsioflex 128/70(82). No harm or clinical consequences occurred. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information such as initial reporter name and occupation as well as serial number of the device has been provided. No product has been returned by the customer. Further investigation ongoing. A supplemental emdr will be sent when the investigation is completed. H3 other text : no products received.

Event description:
Manufacturer reference: (B)(4).

Event description:
Manufacturer reference: (B)(4).

Manufacturer narrative:
It has been reported that there was an arterial blood pressure difference between pulsioflex and patient monitor (philips mp70). The pulsioflex which is in number 6 or room occurred about 7~10mmhg ( higher than a patient monitor) difference. It has been tried to change the proaqt sensor cable, but the difference increased to 15mmhg. The ap was patient monitor 110/64(79) and pulsioflex 118/63(81) and after changing a proaqt sensor cable, patient monitor 109/63(78) and pulsioflex 128/70(82). The cable change has not remained as it increased the values. No harm or clinical consequences occurred. The complaint rate is very low not indicating a systematic adverse trend (B)(4). The involved proaqt sensor cable ((B)(4)) has not been returned. Anyhow, a failure of the proaqt sensor cable is considered as unlikely: for a similar complaint from the same hospital (#(B)(4)), the proaqt sensor cable has been returned and inspected. No deviation could be detected. The cable transferred the applied pressures correctly. Based on that, a malfunction of the cable could be excluded. The used pulsioflex has not been returned. Information has been received stating that they have been using pulsioflex without problems so far. This does not indicate a malfunction of the device. As the product has not been returned, it is not possible to identify if the device had any malfunction or deviation from specification. A video and pictures has only been provided for the second complaint (#(B)(4)). However, they are not helping to investigate the situation. Due to the fact, that no product has been returned and no further information provided the root cause cannot be determined. It is not known why the values adversely changed after trying to change the proaqt sensor cable in this case. The root cause investigation for the second complaint indicates to be caused or contributed by an difference in the algorithm concept between bedside monitor and pulsioflex (same/similar apmean, pulsioflex: higher apsys and lower apmean). Thereby physiologically/clinically not clearly justifiable which procedure is to be preferred. To date, there is no indication that the different algorithm concept results in higher value deviations of the apmean. An additional value deviation reported after the cable change could not be clarified. It is not known if a handling error during use contributed or caused the value deviation of pulsioflex. It cannot be excluded that the same results apply also in this case. The IFU indicates: ¿if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ according to hospital explanation, it has been correctly zeroed. No information about patient factors has been provided. It is not known if they contribute to the situation. The exact root cause could not be determined. The complaint investigation has been performed to the most possible extent. Overall, the hypothesis for justification of reporting could not be confirmed during investigation. Deviations of under 10 mmhg for the apmean are not considered as relevant when assessing harm. This is based on the assertion that deviations of only a few mmhg will not lead to differing therapy decisions and therefore not likely to result in death or serious injury. Overall, investigations did indicate that the device failed to meet its specification when the problem occurred (in a sense that the monitor has not been returned, therefore a malfunction can neither confirmed nor negated). Therefore, a relationship between the device and the complaint cannot be excluded. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue will be further monitored on the market in order to identify trends. With the information stated above the complaint will be closed.